Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of an s3: system fault alarm was not confirmed. The centrimag motor was not returned for analysis. A log file was extracted from the returned centrimag console (evaluated separately) which contained data from (B)(6) 2023. The system was not in patient use throughout the data, and no atypical alarms were observed. Available information indicates that the console and motor were exchanged to resolve the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 3003306248-2024-00029. It was reported that the centrimag console and motor had an s3 alarm.